Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, oversensing due to noise that resulted in automatic mode switching was noted on the right atrial (ra) lead. The event was resolved by reprogramming the device. The patient was stable with no consequences.